Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the mca using a penumbra system red 68 reperfusion catheter (red 68). After completion of the first pass, a severe vasospasm of m1 segment was noted. The physician then administered 600 mg nitroglycerin intraarterially to treat the vasospasm. It was reported that the vessel reoccluded after administering nitroglycerin with in-site thrombosis. Red68 was again used to perform thrombectomy. Subsequently, the vasospasm resolved with a clinical sequelae. Post procedure tici score of 7ici2c was achieved. After recovery, a follow-up MRI conducted 5 hours post procedure showed re-occlusion of the left m1 segment and a large mca infarct. Right homonymous hemianopsia was also reported. Vasospasm and stroke were reported to be serious adverse events with a possible relationship to the index stroke, the index procedure, and the penumbra system. Right homonymous hemianopsia was reported to be a non-serious adverse event with a possible relationship to the penumbra system, the index stroke, and a probable relationship to the index procedure. As of (B)(6) 2022 the event is ongoing.

Manufacturer narrative:
Vessel spasm, ischemia, neurological deficits including stroke are included as possible complications in the instructions for use (IFU) for the penumbra system reperfusion catheter the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2022-00529 1. Section g. Box 3. Report source.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 11/15/2022: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the mca using a penumbra system red 68 reperfusion catheter (red 68). After completion of the first pass, a severe vasospasm of m1 segment was noted. The physician then administered 600 mg nitroglycerin intraarterially to treat the vasospasm. It was reported that the vessel reoccluded after administering nitroglycerin with in-site thrombosis. Red68 was again used to perform thrombectomy. Subsequently, the vasospasm resolved with a clinical sequelae. Post procedure tici score of 7ici2c was achieved. After recovery, a follow-up MRI conducted 5 hours post procedure showed re-occlusion of the left m1 segment and a large mca infarct. Right homonymous hemianopsia was also reported. Vasospasm and new left mca stroke were reported to be serious adverse events with a possible relationship to the index stroke, the index procedure, and the penumbra system. Right homonymous hemianopsia was reported to be a non-serious adverse event with a possible relationship to the penumbra system, the index stroke, and a probable relationship to the index procedure. As of (B)(6) 2022, the patient showed right homonymous hemianopsia with brain edema secondary to large stroke treated with hemicraniectomy. On (B)(6) 2022, patient continued to show increase edema with entrapment of left lateral ventricle. On (B)(6) 2022, the patient was discharged to inpatient rehabilitation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the mca using a penumbra system red 68 reperfusion catheter (red 68). After completion of the first pass, a severe vasospasm of m1 segment was noted. The physician then administered 600 mg nitroglycerin intraarterially to treat the vasospasm. It was reported that the vessel reoccluded after administering nitroglycerin with in-site thrombosis. Red68 was again used to perform thrombectomy. Subsequently, the vasospasm resolved with a clinical sequelae. Post procedure tici score of 7ici2c was achieved. After recovery, a follow-up MRI conducted 5 hours post procedure showed re-occlusion of the left m1 segment and a large mca infarct. Right homonymous hemianopsia was also reported. Vasospasm and new left mca stroke were reported to be serious adverse events with a possible relationship to the index stroke, the index procedure, and the penumbra system. Right homonymous hemianopsia was reported to be a non-serious adverse event with a possible relationship to the penumbra system, the index stroke, and a probable relationship to the index procedure. As of 21 oct 22, the patient showed right homonymous hemianopsia with brain edema secondary to large stroke treated with hemicraniectomy. On 24 oct 22, patient continued to show increased edema with entrapment of left lateral ventricle. On 02 nov 22, the patient was discharged to inpatient rehabilitation. On 13 jan-2023, we received an update from the clinical events committee (cec) that the final stroke size possibly increased by early re-occlusion of m1, and the intra-procedural vasospasm likely caused the early re-occlusion.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team on 01/13/2023: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.